Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to a lead safety switch for high impedance out of range. No additional adverse patient effects were reported.